Event description:
Mother states that in the middle of the night she heard the alarm for her daughter's continuous glucose monitoring device going off and she got up from bed and found her daughter almost passed out in the bathroom due to low blood glucose. She was incapable of self-treatment. The mother gave her 3 glucose tablets that the daughter was able to consume on her own, and then she had her sip on a glass of regular soda. She then tested her glucose on the accu-chek aviva combo meter and the result was 88 mg/dl. Same system retest results within 10 minutes were 220 mg/dl and 103 mg/dl. After the daughter consumed the 3 glucose tablets and the soda, she told the mother she was feeling fine and went back to bed. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.